Event description:
As reported, approximately 6 years post initial left side tka, the male patient presented for a revision knee due to femoral loosening. Femur debonded from cement during extraction. Patient received full revision of femur component. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision due to aseptic femoral loosening reported most likely was the result of mechanical loss of fixation. Contributions from cement technique, excessive resection of the femoral bone and/or patient conditions to the failure cannot be determined from the provided information and the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.